Event description:
Customer reported that the inserter did not release the sensor and that he had received lost sensor and weak signal alerts. The blood glucose reading was around 200 mg/dl that morning and had been brought down to 85 mg/dl. Customer also reported that the insulin pump was scratched due to working in construction and stated that the infusion set and reservoir did not show signs of damage. Customer also reported a no delivery alarm that he was unable to troubleshoot as it was a past issue. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.